Manufacturer narrative:
Product complaint # =(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one foil packaging, one detached needle with a suture strand, pertaining to product code vcp1359h were received for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks by a surgical instrument and the hole was observed with suture remnant. In addition, the suture was examined and the end was cut. Additionally, a photo was provided and it showed a dispensed suture and one foil packaging with lot number on it, the actual sample received is consistent with the photo. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient "d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.